Event description:
During a dialysis treatment, the pt dislodged the venous needle from the access site resulting in blood loss estimated at greater than 750 ml. There was no alarm condition. Pt received 1400 cc saline and 2 units packed cells. No add'l intervention reported.